Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for spinal pain indications. It was reported that they were unable to connect the device to their pump. The patient stated that the screen would get stuck at 90% and they were having difficulty connecting the device to the pump. During the call, the patient was charging the handset. The agent reviewed the data and assisted the patient in deleting the data. After that, the agent instructed the patient to connect to their pump, and the patient was able to connect without lag.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID hh90t01 (serial: (B)(6); product type: 2201-mobile platform; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.